Event description:
Approximately 1 month after treatment with bovine collagen, patient presented with "lumpy" areas as the treatment sites. Patient had electrolysis treatment soon after within the same treatment areas. The pateint has had intermittent redness and swelling, and the physician prescribed an oral medrol dosepak.